Manufacturer narrative:
Other relevant device(s) are: product ID: 9 735225r, serial/lot #: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. The site claimed the system had issues booting. It was noted the issue was not initially reported. Now the system began to unexpectedly shutdown and reboot. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the site would perform a hard shut down of the system and restart to restore functionality.